Event description:
Microline tip inserted through trocar. Upon insertion it was noted that the insulation fell into the abdomen. Was immediately retrieved. Searched abdomen and field for 2nd half of insulation and was unable to retrieve. This product is currently on voluntary recall through microline. All education to staff was done prior in order to alert staff of recall and educate as to how to look crack in insulation.